Event description:
A female patient for out- patient surgical procedure. The IV catheter separated from the hub leaving 3-4 mm of catheter protruding from the patient's hand. The broken piece of catheter was retrieved with no harm to the patient.